Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) which was detected via patient remote monitoring system. Attempts to obtain additional information were unsuccessful. The system remains in-service. No adverse patient effects were reported.

Event description:
Additional information indicated of a multiple red alerts that were detected. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. No adverse patient effects were reported.